Event description:
An error message was reported with the adc device. The customer an error 9 message on their adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, however there was no report of treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader mcga345-j0946 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Built-in reader test was performed and the reader test passed. Error message was not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
An error message was reported with the adc device. The customer an error 9 message on their adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, however there was no report of treatment. There was no report of death or permanent impairment associated with this event.